Manufacturer narrative:
The astral device was returned to resmed for an investigation. Performance testing and review of the device data logs could not reproduce or confirm a battery communications lost alarm. The internal battery was replaced as a precaution. The investigation determined that there was no fault found with the returned device. The device was performing to specifications. Resmed¿s risk associated with use of the device remains acceptable. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device displayed a battery communications lost alarm. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
Resmed has requested for the device to be returned so that an engineering investigation could be performed. The device has not been returned, therefore, resmed is unable to confirm the alleged malfunction at this time. (B)(4).

Event description:
It was reported to resmed that an astral device displayed a battery communications lost alarm. There was no patient harm or serious injury reported as a result of this incident.